Event description:
Vigillance ii monitor, model vig2e, (B) (4) was reported as having an irregular EKG pattern. Reportedly, the vigilance ii monitor was working normal as suddenly edv values heavily increased. Nothing abnormal was found with the patient (eg. No arrhythmias). Only edv values increase. No fault messages/ error messages found in the log. Trend was checked . Vig ii was replaced by vig 1 and everything was ok. The treatment was part of a trial to introduce the vig ii monitor in the hospital. Other components ((B) (4) cable, (B) (4) cable and swanganz catheter) are being returned for evaluation as part of a system. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: complaint " irregular EKG pattern " was not confirmed - found the noise of the trend screen in graphic frame was not much different comparing to production units when using lion heart1 bio-tek via production EKG test cable and production cco simulator via return patient cco cable (B) (4) to generate EKG, cco, edv, rvef readings. Note: unable to verify returned EKG sc700 cable (B) (4) due to no interface device available for testing and verifying the complaint.

Event description:
A report was received that the pt underwent a pocket revision surgery due to the pocket being too big and causing irritation for the pt. The pt is reportedly doing well following the procedure.